Event description:
Customer reported the system is making uncommanded x-rays. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the foot switch. System operates as intended.